Event description:
It was reported that during a vertical banded gastric bypass, the device did not fire the first time. A new reload was opened and the staples fired, but the gun did not cut. Scissors were then used to cut. The or time was extended about 30 minutes. There was no patient consequence.